Manufacturer narrative:
Follow up #1 - submitted: 03/09/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed power on reset events recorded 14 hours after a four-hour period of unacknowledged warnings that the pump was not primed. There was one record of power on reset recorded after the emission of a replace battery alarm caused by the unacknowledged warnings of the pump not being primed occurring over the course of four days. The black box also revealed that several partially discharged batteries were used in the pump. A battery cap was not returned with the pump for investigation; a test battery cap was used to complete the investigation. On examination, the battery compartment was found to be cracked at the threads above and on the side of the bumper grip. There was visible moisture corrosion in the battery compartment. A leak test was performed and confirmed moisture ingress into the battery compartment at the site of the battery compartment crack. On investigation, the pump powered on and was exercised for 24 hours without any errors, alarms or warnings occurring. Investigation did not duplicate the alleged intermittent power issue. The pump was opened for investigation and did not reveal any evidence of moisture, damage or defect of the pump¿s interior components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging an intermittent power issue with a cracked battery compartment and moisture inside the battery compartment. There was no reportable adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.